Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer has gastroparesis and did not accurately deliver boluses. Carbohydrates was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.